Event description:
It was reported the patient's blood glucose level rose to 346 mg/dl while wearing the pod between 5 and 24 hours. The pod adhesive loosened after the patient took a shower, causing the cannula to dislodge from the infusion site (hip/buttocks) and the cannula was noted to appear bent. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone, data not available, cloud - omnipod 5 software app version, data not available, cloud - smartphone operating system, data not available, cloud - smartphone hardware, data not available, cloud - cgm sensor type, data not available.

Event description:
It was reported the patient's blood glucose level rose to 346 mg/dl while wearing the pod between 5 and 24 hours. The pod adhesive loosened after the patient took a shower. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be damaged. As treatment, a new pod was applied.